Manufacturer narrative:
Per the clinic, the patient experienced a skin infection at the abutment site. Explant and reimplantation is planned but has not taken place at the time of this report. The implanted device remains. This report is submitted on november 24, 2023.

Manufacturer narrative:
This report is submitted on july 18, 2023.

Event description:
Per the clinic, the patient experienced erythema and oedema at the abutment site which was treated with an oral antibiotic. The implant remains in-situ.